Manufacturer narrative:
(B)(4). (B)(6). Investigation result of stent partially deployed. Investigation results: an ultraflex¿ esophageal stent and delivery system was returned for analysis. Visual evaluation found the stent partially deployed and the shaft was kinked at multiple places including the skive. During functional analysis, the device shaft bowed during a failed deployment attempt. However, it was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were noted with the device. The damage noted to the device was consistent with the application of excessive force to the delivery system and due to anatomical/procedural factors encountered during the procedure, performance was limited. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex esophageal stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was placed to treat stricture due to esophageal cancer. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, the patient had a wallflex esophageal stent implanted approximately one week prior to the ultraflex esophageal stent placement procedure. After the wallflex esophageal stent was implanted, the physician realized that the stent was too long for the patient¿s anatomy and it was removed. On (B)(6) 2016, the physician attempted to implant an ultraflex esophageal stent that was a shorter size than the wallflex esophageal stent. During the procedure, the physician delivered the device over a stiff guidewire in the desired location. The physician began deploying the stent however, the release suture got stuck. The ultraflex esophageal stent was removed from the patient fully constrained on the delivery system. Once the ultraflex esophageal stent and delivery system were removed from the patient, the physician attempted to release the stent. After much tugging on the suture the stent started to deploy. The physician deployed about 2cm of the stent and then chose to stop deployment. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex stent was partially deployed.